Manufacturer narrative:
A supplemental report is being submitted for additional information in b5. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the second controller exhibited continued controller fault alarms despite switching the alarms off permanently. It was subsequently noted that there was no alarm message on the monitor but there was a message on the controller screen, and the alarm triangle was inactive. Further review indicated that the controller alarm for the internal battery was intermittently clearing and then alarming again.

Manufacturer narrative:
###A supplemental report is being submitted for device analysis. Product event summary: two (2) controllers (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A visual inspection under 10x magnification of (B)(6) revealed a hairline crack around power port two (2). An internal inspection did not reveal evidence of fluid ingress. This is an additional finding not related to the reported event. Based on an investigation conducted under CAPA pr00381374, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. Functional testing of (B)(6) revealed that the no power alarm only sounded briefly when both power sources were disconnected from the controller and a controller fault alarm was triggered during bench testing, indicating an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was swollen. After the internal battery was replaced, the controller performed as intended. Log file analysis associated with (B)(6) revealed two (2) controller fault alarms logged on (B)(6) 2022 at 16:25:48 and 18:34:02, respectively, indicating an issue with the internal battery. Review of the event log file revealed the controller fault alarm was permanently silence on (B)(6) 2022 at 18:34:02. In addition, log files associated with (B)(6) revealed that the controller had been in use for more than two (2) years. Failure analysis of (B)(6) revealed that the controller passed visual inspection. Functional testing revealed that the controller exhibited a controller fault alarm and event exceptions during bench testing. Review of the controller log files associated with (B)(6) revealed a controller power up event with an associated pump start event logged on (B)(6) 2022 at 15:47:56, indicating that the controller was put into use following the reported controller exchange. Review of the alarm log file associated with (B)(6) revealed thirty-seven (37) controller fault alarms logged between (B)(6) 2022 and (B)(6) 2022 and several event exceptions logged on (B)(6) 2022 due to a fault in the internal battery charging circuit. Review of the event log file revealed the controller fault alarm was permanently silence on (B)(6) 2022 at 17:22:02 and 22:37:35. Log file analysis also revealed internal battery voltage values slightly below nominal values. However, during supplemental testing, the controller was allowed to run for an extended period of ti me and results revealed that the controller fault alarm, event exceptions, and abnormal readings in the internal battery voltage could not be replicated. An internal inspection did not reveal any anomalies; no abnormalities were observed regarding the internal bat tery. Per the instructions for use (IFU), the ¿controller fault audio¿ button can be used to permanently silence a controller fault alarm. However, the controller and monitor will continue to display the controller fault alarm until the condition resolves. Additionally, subsequent controller faults will produce new audible alarm. A controller fault alarm is indicated by a flashing yellow alarm indicator. As a result, the reported event was confirmed. The most likely root cause of the controller fault alarms involving (B)(6) can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0. Based on the available information, a possible root cause of the controller fault alarms involving (B)(6) can be attributed, but not limited to a faulty internal battery charger integrated circuit. Additional products: d4: serial or lot#: (B)(6) d9: yes, return date: 20-dec-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c02 h6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ controller 2.0, model#: 1420 / catalog #: 1420 / expiration date: 28-feb-2021 / serial #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 05-feb-2020, labeled for single use: no, (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the controller exhibited controller fault alarms due to internal battery depletion. The controller was exchanged in the cath lab. One hour later, while the patient was on their way home, the new controller exhibited a controller fault alarm due to internal battery depletion. It was determined that the controller had been exchanged mistakenly to the patient's back up controller as the "new" controller. The controller will be replaced. No patient complications have been reported as a result of this event.